Manufacturer narrative:
Evaluation results: the hl-90 was received in fair condition and was manufactured in 2015. The device was filled with water, fitted with temp check e5580 due (B)(6) 2019, and powered on. All alarms were activated and appeared to work visually with the led's but there was no audible sound confirming the customer complaint. After the pcb pn 7012091 was replaced the alarms worked fine and the device operated as intended. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information was received that a smiths medical fluid warmer has no audible alarm.